Event description:
It was reported that the smartpump did not work from the beginning of the procedure in 2009. The procedure was cancelled and rescheduled for a later date. The procedure was completed successfully ten days later, with no adverse consequences reported for the patient.

Manufacturer narrative:
The device was evaluated by technical services. The pump passed all inspection tests, and the fault reported by the account could not be duplicated.